Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.device history lot part # 04.503.376, synthes lot # h729833, supplier lot # n/a, release to warehouse date: 18 sep 2018, manufacturing location: elmira, no ncr's were generated during production. Device history review: review of the device :history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event date: exact date of event is unknown; event occurred sometime between the original procedure on (B)(6) 2020 and wound secretion discovery on (B)(6) 2020. Additional product code: dzl. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that the patient underwent the surgery of internal fixation of a mandibular fracture on (B)(6) 2020. On (B)(6) 2020, the patient was admitted to hospital. Examination of the lower vestibular sulcus showed incision scar, good jaw relationship and strong chewing. A sinus was formed in the submandibular area. A small amount of wound secretion was observed in the submandibular area. On (B)(6) 2020, the patient underwent a maxillofacial bone internal fixation removal surgery under general anesthesia. After removing the plate, the patient's wound secretion was improved. No additional information can be provided. This report is for a mandible plate. This is report 1 of 2 for (B)(4).